Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a display issue, the display screen was cracked. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issues began on "(B)(6) 2016, 06:00pm". The patient manages her diabetes with insulin (self-adjuster) and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that 2-3 hours after the alleged issue began she developed the symptom of shaking. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. There was no misuse of the meter and the patient did not have a backup meter. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.